Event description:
The pt began feeling a shocking sensation at the implantable neurostimulator location after visiting a hospital. The pt didn't have a magnet or programmer to turn off his device, nor was his hcp available. A magnet was ordered for the pt to be delivered the next day. The magnet would work only if the read switch was enabled in the device. A MFR's rep was alerted of the situation and met with the pt later, the same day. The pt's status was reported at 'fair'. It is unclear if the shocking had stopped or if the device was turned off at that time. Movement did not cause stimulation changes. It was later reported that the pt had an open connection. He was referred to a neurosurgeon to have a revision done; the hcp planned to replace the neurostimulator. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
.